Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, in-house retain testing was performed. In-house testing on retained strip lot k372403 meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance between inratio inr result and lab inr result was reported. The results were as follows: on (B)(6) 2016 inratio inr=5.0, repeat 4.8; lab inr=3.5. Reported therapeutic range: 3.0-3.5. (Note: the inratio2 product hs0100139 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states.)

Manufacturer narrative:
Correction: the lot number referenced (k372403) was incorrect. This paragraph should have read as follows; it is indicated that the product is not returning for evaluation. Therefore, in-house retain testing was performed in-house testing on retained strip lot 382952 meets criteria. The product performed as expected.

Manufacturer narrative:
The meter associated with the complaint was returned for investigation. The customer's complaint was not replicated during in-house investigation. The returned meter passed functional and thermistor testing requirements during in-house investigation. The system performed within expectations. A review of the entire testing history for lot 382952 was performed. In-house testing on strip lot 382952 meets release criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. The impedance curves for the customer's results of 4.8 and 5.0 were statistically analyzed and were concluded to be normal in shape, not exhibiting weak slope or other abnormalities. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.